Manufacturer narrative:
Three batteries (B)(4) were initially returned due to a product exchange on (B)(6) 2014. The batteries were subsequently disposed of and unavailable for evaluation. The complaint was submitted into the complaint management system on (B)(6) 2017. Review of the batteries' manufacturing records confirmed that the associated devices met all requirements for release. The reported critical battery alarm was confirmed. Log file analysis revealed that the controller (B)(4) in use during the reported event registered three critical battery alarms; however, the firmware at the time of the reported event did not have the ability to record battery serial numbers. As a result, the reported power consumption could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms, can be attributed to communication errors between the controller and batteries. Reported events involving a power consumption issues involving lishen batteries are can be attributed, but not limited to a faulty internal cell pair. Additional device(s) involved in event: d4: (B)(4) - battery h6. Method code(s): 3317, 3372 h6. Result code(s): 213 h6. Conclusion code(s): 67 d4: (B)(4) - battery h6. Method code(s): 3317, 3372 h6. Result code(s): 213 h6. Conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices added for this event: serial # (B)(4), catalog # 1650. Device available for evaluation: yes, returned to manufacturer on 08/22/2014. Labeled for single use: no. (B)(4). Serial # (B)(4), catalog # 1650. Device available for evaluation: yes, returned to manufacturer on 08/22/2014. Labeled for single use: no. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had several critical battery alarms.  It was also noted that the batteries did not last very long, one of them lasted less than two hours.  The batteries were exchanged.  No patient complications have been reported as a result of this event.